Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(pursue). (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer's daughter, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 475 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 200 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the purse at the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: (B)(6).